Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown blood glucose over 250 mg/dl with symptoms of dehydration (dizzy, lightheaded), confusion, shakiness, and nausea associated with a cracked cartridge compartment. Reportedly, the patient discontinued pump therapy and was treated with oral carbohydrates as needed and other unspecified treatment. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a cracked cartridge compartment.